Manufacturer narrative:
Ge healthcare engineering determined that the root cause of the event was that the user did not follow instructions in the user manual. "When using smart mar (metal artifact reduction), always reconstruct the data with and without smart mar for a comparative image review." The applied mitigations are effective and reduce the risk to as low as reasonably practical. No further practical mitigations are available to reduce the risk. Ge will continue to investigate and trend each MDR and related complaints. No further action is planned.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient received femoral surgery that was discovered, during the procedure, to be unneeded.